Manufacturer narrative:
(B)(4). D10: medical product: unknown cr femoral component left size 5; unknown tibial tray left size d; unknown mc articular surface 11mm; unknown patella 32mm. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to infection. All components were revised without reported complication. It was further reported that all available information has been provided.